Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and impedance measurements greater than 2000 ohms. As a lead fracture was suspected, a lead replacement procedure will be scheduled. No adverse patient effects were reported.

Event description:
Information was later received that this lead was explanted. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The physician decided to leave the lead implanted and monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(6) laboratory a thorough product analysis was performed. Analysis confirmed the anode conductor coils are fractured. The anode conductor coil is compressed, laid back, and fractured 448-450mm from the terminal pin. Due to the type and location of the fracture, it was most likely due to entrapment in the clavicle/first rib region. Analysis also noted the cathode conductor coil was fractured at the distal end of the terminal assembly and the outer coil (anode) was deformed. Due to the type of the fractures, it appears to have been caused by being grabbed and pulled at the explant procedure.